Event description:
When the customer moved the patient into the gantry on the mx 16-slice, the weight of the patient loaded more to the front end of the support rollers. The four screws mounted to the rear mounting plate became loose and the table top detached. The patient was on the table top at the time of the event; however, the patient was not injured.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).